Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having issues with two infusion sets in which the set came apart from where the tubing was connected to the insertion part. Due to this, she had high blood glucose level, which was reported to be over 350 mg/dl. The first time, site location was patient's right abdomen and the second time, it was her left abdomen. The pump was on the bed with customer and the location of detachment was at the quick release. The patient was sleeping the first time it happened and the second time, she was watching television. The infusion had been in use for one day and the infusions were stored in the cabinet. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.